Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
At the time of the revision of tha, the femoral head 26 m which was scheduled to be replaced with the bigger one was unable to be removed. Thus, it was not removed and left in the patient body as it was.